Manufacturer narrative:
Isi has not received the stapler 45 for evaluation, but the failure analysis testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the stapler 45 (470298-14/t10200522/0098) associated with this event has been performed. Per logs, the stapler 45 was last used on (B)(6) 2022 on system (B)(4), with 36 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastrectomy-distal surgical procedure, the stapler 45 was observed to have not unclamped and the sheath unraveled and went into the patient. The fragment was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the customer reported clamping issue. The stapler 45 instrument was found to have repeated clamping failures based on instrument log review. However, the failures were not replicated during in-house testing. The instrument was installed on an in-house system and passed initialization testing. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using an in-house blue reload for the stapler 45 instrument. The root cause of the reported issue was not determinable. An additional observation not reported by the site was also observed. Visual inspection of the instrument found staples lodged within the jaws. The adapters were not damaged. No additional damage was found on the distal end of the instrument. The root cause for the lodged staple is typically attributed to a component failure. The lodged staples were removed from the channel ramp. An in-house reload was installed onto the instrument. The instrument was installed on the in-house system and passed initialization. The instrument clamped and fired successfully. The disposable stapler sheath that was used during this event was also returned and analyzed. The sheath was found to be torn and was related to the customer's reported complaint. The sheath had tearing at the mouth and on the shaft at the distal end. Tears were not axially aligned with the tip cover and measured from 0.102¿ to 0.539¿ in length. No pieces were missing. Tears at the mouth are commonly caused by repeated mechanical stresses. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.